Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient experienced an unknown injury. ***additional information received on 14jan2022*** it was reported that the patient had been diagnosed with stress urinary incontinence and abnormal uterine bleeding. Additional medical history included smoking. On (B)(6) 2018, she underwent tvt advantage fit placement procedure, cystoscopy and mirena iud insertion. It was noted that during the procedure that the patient vaginal epithelium was very friable and tore easily. All areas were easily re-approximated however there was one extension of the incision towards the left-hand side of the vagina distally. Patient tolerated procedure well with no complications. On (B)(6) 2019, patient returned for postoperative visit. She reports having some pain and states that her daughter was running away from her and she jerked which caused her to have abdominal pain over her incision sites. She reports some vaginal spotting and urgency, and notices a small leakage of urine when she coughs. Finding: exposure of implanted urethral mesh under a disrupted suture line. Reviewed that she does not appear to have healed well in this area and will need to return to the or to re-approximate, however will wait for 4 weeks to allow for the area to heal before attempting to do so. Again, advised smoking cessation and reviewed the impact on wound healing. On (B)(6) 2019, she underwent excision of vaginal mesh and cystoscopy. She also had an excision of right gluteal lesion or nevus. Noted during the procedure was a poorly healed vaginal epithelium with approximately 3x3cm of exposed mesh in the vagina. The edges of the mesh were identified in its entirety and the mesh was excised. On (B)(6) 2019, the patient presented for a postoperative visit and noted that the gluteal surgical wound was open and had white discharge. She also reported some mild leakage with coughing. The patient was diagnosed with an infection of the gluteal skin. Culture was obtained. She was started on keflex and diflucan due to the wound infection and yeast infection. Advised to start sitz baths and continue perineal care with peri bottle. Advised not to rub or wipe the region but to pat dry instead. On (B)(6) 2019, the patient presented for a follow-up. The gluteal surgical site was well-healed, but exam revealed a new mesh erosion in the midline. The patient wished to have the sling removed. Additional procedures were discussed for her sui, but the patient was advised another major procedure could not be performed while she was actively smoking given her wound healing issues. On (B)(6) 2019, the patient was seen for follow up. She had undergone urodynamic testing on an unspecified date after which she experienced an increase in urinary incontinence associated with coughing or sneezing and also leakage with an urge to void. She also reported intermittent abdominal discomfort. MRI results were reviewed which did not show evidence of a uterine fibroid, but both ovaries were noted to be enlarged. The plan was for a diagnostic laparoscopy with bilateral salpingectomy, possible ovarian cystectomy, possible oopherectomy. On (B)(6) 2019, patient underwent vaginal mesh excision surgery, as well as diagnostic laparoscopy, bilateral salpingectomy, kelly plication, right ovarian biopsy and cystoscopy. Findings included enlarged globular appearing ovaries and poorly healed vaginal epithelium with exposed mesh. During a postop follow-up visit on june 20, 2019, patient reports she was having some abdominal pain at her umbilicus, reported infrequent stress urinary incontinence with coughing, improved however compared to before surgery. She states she was also having vaginal discomfort. Exam revealed erythema but no purulence at the umbilical incision; there was some tenderness at the introitus but no mesh exposure. The patient was diagnosed with cellulitis of the skin at the umbilicus and prescribed cephalexin. On (B)(6) 2019, the patient was seen for a postoperative visit at which time she was feeling well overall, and denied urinary incontinence, urgency, and frequency. She reported that she can feel a suture in her vagina. The infection at her umbilicus had resolved. Exam revealed no mesh exposure, but a suture was palpated at the bladder neck. The patient was advised that her suture from the plication is palpable and will dissolve with time, but it could be cut at a later date if she remains bothered.

Manufacturer narrative:
Correction: b5, h6: patient codes block b3 date of event: date of event was approximated to (B)(6) 2019 (initial clinic visit post implant), as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) dr. (B)(6) hospital. (B)(6). Block h6: patient codes e2340, e0506, e2006, e1906, e2330, f1903 capture the reportable event of surgical wound dehiscence, vaginal spotting, vaginal mesh erosion, infection, pain and mesh excision. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2019 (initial clinic visit post implant), as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: patient codes e2340, e0506, e2006, e1906, e2330, f1903 capture the reportable event of surgical wound dehiscence, vaginal spotting, vaginal mesh erosion, infection, pain and mesh excision. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received on 14jan2022. It was reported that the patient had been diagnosed with stress urinary incontinence and abnormal uterine bleeding. On (B)(6) 2018, she underwent tvt advantage fit placement procedure, cystoscopy and mirena iud insertion. Patient tolerated procedure well with no complications. On (B)(6) 2019, patient returned for postoperative visit. She reports having some pain and states that her daughter was running away from her and she jerked which caused her to have abdominal pain over her incision sites. She reports some vaginal spotting and urgency, and notices a small leakage of urine when she coughs. Finding: exposure of implanted urethral mesh under a disrupted suture line. On (B)(6) 2019 she underwent excision of vaginal mesh and cystoscopy. She also had an excision of right gluteal lesion. Noted during the procedure was a poorly healed vaginal epithelium with approximately 3x3cm of exposed mesh in the vagina. The edges of the mesh were identified in its entirety and the mesh was excised. Several weekly postop visits around (B)(6) 2019 were made by the patient wherein she reported having incontinence and pain (improving). On (B)(6) 2019, patient underwent vaginal mesh excision surgery, as well as diagnostic laparoscopy, bilateral salpingectomy, kelly plication, right ovarian biopsy and cystoscopy. During a postop follow-up visit on (B)(6) 2019, patient reports she is having some abdominal pain at her umbilicus, reports infrequent stress urinary incontinence with coughing, improved however compared to before surgery. She states she is also having vaginal discomfort.